Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing the endoscopic image of the subject device could not be displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc could not review the manufacturing history (DHR) of the subject device because more than 15 years had passed since the subject device was manufactured and there was no record. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the user, there was the possibility that the reported phenomenon was attributed to the contact failure of the electrical contacts of the video connector socket due to the corrosion. The corrosion might be attributed to the user handling. If additional information becomes available, this report will be supplemented.